Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy and spinal pain. It was reported that the patient was getting the ins in the box message with programmer and the patient thought it may have been due to patient being near theft detectors in a (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.